Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 550 mg/dl. Customer treated high blood glucose with insulin pump. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed. Self test was performed and self test was passed. Customer declined trouble shooting for high blood glucose. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed inf set.